Event description:
Epi aortic ultrasound completed as usual during this procedure. When removing the probe from the chest, a leak was noted coming out of the probe cover. The fluid used during the ultrasound (inside the probe cover) then leaked onto the heart and chest cavity. The chest was irrigated with antibiotic irrigation and the drapes that were contaminated were covered impervious sterile drapes to reestablish the sterile field in this area. Inspection of the drape at the end of the procedure by the physician revealed the seams of the probe cover on both sides were leaking. This product comes in the open heart pack which is provided by avid. The package insert with lot numbers was given to operating room purchasing agent as standard procedure for defective product.